Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer¿s blood glucose was 36 mg/dl. Customer treated low blood glucose by carbohydrate bolus. Customer did not report any symptoms due to high blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.